Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 usb scanner had a frayed cable with exposed wire. The customer further reporter that the scanner would not power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted damage to the housing and trigger and damage to the power/communication cord.. The device failed testing procedures. The device would not power on. The power cable was replaced and the device operated correctly. The reported issue was verified. The direct cause of reported issues was found to be a frayed and damaged power/communication cable, due to normal wear and tear of device. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.